Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).

Event description:
Patient revised on (B)(6) 2021 due to instability approximately two years following primary surgery on (B)(6) 2019. Surgeon explanted the 36/+9 standard humeral cup, and then implanted a 36/+6 standard humeral cup and a +9mm humeral spacer.